Event description:
It was reported that during a low anterior resection procedure the device could not fire. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
.